Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead warning for low impedance and a polarity switch. The physician chose to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.